Manufacturer narrative:
Visual, functional, and electrical analysis was performed on the returned device. The reported communication or transmission problem (signal lost) and material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the reported material separation and signal lost resulting in unexpected medical intervention to embed the separated tip in the vessel was likely related to circumstances of the procedure. It is likely that during positioning, the pressurewire kinked causing damage to the microcable(s) and loss of signal. There was damage noted to the distal tube further suggesting that challenging anatomical conditions likely contributed to the difficulties. The separation likely occurred due to the tip of the pressurewire becoming entrapped within the anatomy resulting in separation during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressure wire x, wireless device was calibrated and equalization were successful. However, during measurement, the pressure signal dropped, and the device could no longer be controlled. The transmitter light was steady green. The tip of the device detached from the shaft and was laying in the vessel. Therefore, the pressure wire x, wireless device was removed from the patient's anatomy. A balance middleweight (bmw) wire was pushed forward for stabilization, and a 2.5mm nc trek was used for pre-dilation in the ramus interventricular anterior (riva). A non-abbott stent was implanted and used to jail the tip against the vessel wall. A nc trek 3.0 device was used for dilation, with good result. There were no adverse patient effects. No additional information was provided.